Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 502 mg/dl and ketones. The customer was feeling sick and was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. It was also stated that the cannula was bent. After the event, the customer experienced high blood glucose levels as 555 mg/dl. The mother again called emergency due to the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.